Manufacturer narrative:
Other relevant device(s) are: 960-152, version: (B)(4). A medtronic representative went to the site to test the equipment. Testing revealed that the system was able to load other discs without issue. The issue was likely caused by a marginal media disc. The system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported the exam loaded incorrectly as the system would not load a xoran scan. It was noted there was no error displayed, and the disc did not prompt any exam loading. Another navigation system was used without issue. This issue was noted outside of a procedure, and there was no patient involvement.